Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The girlfriend of a customer reported via phone call that the customer had high blood glucose of 260 mg/dl to 360 md/dl and went into diabetic ketoacidosis. The customer indicated that 911 was called and was admitted into the hospital. Troubleshooting found that the customer was off of the pump for 3 to 4 hours prior to the 911 call and had lost their sensor and transmitter. The customer declined troubleshooting and thought their blood glucose was high due to not having the sensor and the transmitter.